Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.037.161s, lot h045348: part manufacturing date: february 29, 2016. Expiration date: january 31, 2026. Manufacturing site: monument. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: the implant was not returned and instead will be do based on the supplied images. The images were reviewed, and the complaint condition for adverse event could not be confirmed. A manufacturing record evaluation was performed no issues were noted. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Actual device was not returned; us customer quality will conduct investigation based on the images provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a tfna nail, blade and two locking bolts were removed due to the patient's reported persistent lateral hip pain. The implant was initially placed on (B)(6) 2016. No hardware was broken at the time of explant. All removed hardware was retained by the facility and discarded after surgery. It is unknown if there was a surgical delay. Procedure and patient outcome is unknown. This report is for one (1) 11mm/130 deg ti cann tfna 400mm/left - sterile. This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).